Manufacturer narrative:
The below report was received by health authority ansm reference number: (B)(4) on 23-jan-2023. The most recent information was received on 05-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("pain in the belly") in a 44 year-old female patient who had essure inserted (lot no. B44001). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2018 she experienced abdominal pain (seriousness criterion intervention required), genital haemorrhage ("hemorrhage"), headache ("headache"), pain ("diffuse pains throughout the body"), dysuria ("problem urinating"), fatigue ("severe fatigue"), visual impairment ("vision problem"), tooth disorder ("weakened teeth"), musculoskeletal pain ("muscle and joint pain"), osteoarthritis ("arthrosis") and tachycardia ("tachycardia"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, genital haemorrhage, headache, pain, dysuria, fatigue, visual impairment, tooth disorder, musculoskeletal pain, osteoarthritis or tachycardia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. Batch no~b44001 production date~2013-06-17~expiration date~2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-feb-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("pain in the belly") in a 44 year-old female patient who had essure inserted (lot no. B44001). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2018 she experienced abdominal pain (seriousness criterion intervention required), genital haemorrhage ("hemorrhage"), headache ("headache"), pain ("diffuse pains throughout the body"), dysuria ("problem urinating"), fatigue ("severe fatigue"), visual impairment ("vision problem"), tooth disorder ("weakened teeth"), musculoskeletal pain ("muscle and joint pain"), osteoarthritis ("arthrosis") and tachycardia ("tachycardia"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to headache, osteoarthritis, genital haemorrhage, tachycardia, musculoskeletal pain, fatigue, visual impairment, tooth disorder, abdominal pain, dysuria or pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.